Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump kept alarming no delivery when she was attempting to prime the tubing. Customer stated her blood glucose was high and she has changed the set three times. Customer treated high with a pen. Troubleshooting was performed and now customer was unable to exit the hold act to prime the tubing loop. Customer didn't feel safe using the device and requested a replacement. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.